Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. The device was programmed out of safety mode and back into normal operation mode, where the programmer was used and communicated successfully. Device testing was performed, where normal device function was observed. Examination of the device memory confirmed that the device went into safety mode as a result of result of memory load from unused error that triggered three ram assertion errors. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.

Event description:
It was reported that this device entered safety mode prior to implant. The device was not implanted and was returned for analysis. No patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode. The device was programmed out of safety mode and back into normal operation mode, where the programmer was used and communicated successfully. Device testing was performed, where normal device function was observed. Examination of the device memory confirmed that the device went into safety mode as a result of result of memory load from unused error that triggered three ram assertion errors. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.

Event description:
Supplemental is being sent with analysis details.

Event description:
It was reported that this pacemaker entered safety mode while still in pre-implant status. The device was not implanted. No patient involvement.